Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation found lines appearing on the lcd screen but the lcd screen was operating normally. The top case assembly was replaced to address this issue. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.